Manufacturer narrative:
(B)(4). This customer reported intermittency of the chest ECG leads that are required for the acquisition of a 12 lead. ECG. There was no negative pt impact. This complaint is still being investigation is completed.

Event description:
This customer reported intermittency of the chest ECG leads that are required for the acquisition of a 12-lead ECG. There was no negative pt impact.